Event description:
5mm clip applier initially fired but failed to fire on subsequent attempts. Clip not used on patient.====================== manufacturer response for ethicon endoscopic multiple clip applier 5mm 15m/l titanium clips, ethicon (per site reporter)======================vendor plans to pick up product